Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. It is unknown when the customer was hospitalized or the duration of the stay. While hospitalized, the customer manually suspended the insulin pump and was treated with manual injections. Auto mode was not active due to the pump suspension. Blood glucose reading was unknown. The insulin pump will not be returned for analysis.